Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing site: (B)(4). Manufacturing date: 28 july 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a driving cap was found to have broken off into an insertion handle. The tip was able to be removed from the insertion handle. This was noticed outside of any procedure. There was no procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the following device was received: driving cap (part # 03.010.523 / lot # 8953336 / mfg. Date: 07/2014). A product investigation was performed: the returned device shows limited use during its lifespan. The distal threaded portion of the driving cap has sheared off, and the tip was returned. The damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned device is multi use and is used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.